Manufacturer narrative:
The fse that encountered the issue replaced the fiber-optic sensor extension cable. The inspection results were good. The iabp was returned to the customer.

Event description:
It was reported that during routine inspection performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had damage to the fiber optical connector. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit had damage to the fiber optical connector. There was no patient involvement.

Manufacturer narrative:
Corrected fields: d9. Updated fields: b4, g1- contact person at mfg site, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-investigation findings. Corrected fields: h6- type of investigation, h11. The fse that encountered the issue replaced the fiber-optic sensor extension cable. The inspection results were good. The iabp was returned to the customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part with a reported unit failure of a damaged fiber optic connector. The fat performed a visual inspection and found the part to be broken at the connector. The reported failure was confirmed but no root cause identified. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause is excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes).